Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor. Unable to perform further testing due to the prime anomaly.

Event description:
The customer called to report high blood glucose and the reading was 289 mg/dl. Troubleshooting was performed and the insulin pump passed the prime test but failed the high pressure test. Nothing further was reported.